Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The device was received with rattling vibration due to vibrator motor adhesive not adhering. The unit also was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with rattling vibration due to vibrator motor adhesive not adhering. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer called to report high blood glucose levels. Customer's blood glucose reading was 117 mg/dl. Nothing further reported.